Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 100 mg/dl to readings of 'high' on the customer's continuous glucose monitor. Customer administered manual injections to treat elevated bg. Reportedly, the customer underestimated their carbohydrate consumption when calculating a bolus amount, and consumed more food than the bolus had accounted for. During troubleshooting with tandem technical support, air bubbles were observed in the infusion set tubing. Customer primed the tubing to address the issue. Additionally, it was reported that the customer had been using the cartridge beyond labeling. Customer was advised by tandem technical support to change the cartridges per labeling. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.